Event description:
It was reported that the left ventricular lead impedance readings were out of range, and there was no capture. The lead was tested, and checked out fine. The device was explanted. No patient complications have been reported as a result of this event.